Event description:
It was reported that a user experienced hypoglycemia with a blood glucose of 72 mg/dl after a dental extraction that limited chewing, and was advised to treat with 5¿10 grams of oral carbohydrate such as juice. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no alarms, hospitalization, or emergency care. Investigation included complaint intake review and troubleshooting with education on acute hypoglycemia management. Investigation of this case revealed no device alarms or malfunctions and no device component issues, with the event attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.